Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening on the posterior side, assessed as unidentified tear. A piece of missing shell assessed as inconclusive. The shell thickness within specification. ¿ silicone migration: unable to observe as it is not related to the device. No other observations observed.

Event description:
Healthcare professional reported potential right side implant rupture. "A histological report of the tissue was made for the patient, which clearly shows that the material was outside the capsule and had already accumulated in the lymph nodes" the device has been explanted.

Event description:
Medical staff reported potential right side implant rupture. "A histological report of the tissue was made for the patient, which clearly shows that the material was outside the capsule and had already accumulated in the lymph nodes" the device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Medical staff reported, potential right side implant rupture. The device has been explanted.